Event description:
It has been reported to philips that the system failed to produce x-ray intermittently. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary diagnosis procedure. The procedure was completed as planned, as the problem was intermittent and low frequent. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed an x-ray malfunction. Fse resets the can connections, cube connection, and cooling unit connection. The reported issue did not reoccur after the repair action, and the system was returned to good working condition. The codes were updated based on the investigation outcome.